Manufacturer narrative:
Eval summary: the complaint has been confirmed. The main printed circuit board (pcb) and the electrical connector were replaced to correct the error code rec'd. The unit was serviced, repaired and passed all qa functional testing. Complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that the product operates by intermittence. Code error 1: generator and code error 2: hand piece were rec'd during an unk procedure. No further info is available. No reported pt consequence.